Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the fifth clip and would no longer fire. Another like device was used to complete the procedure. Surgery was prolonged four minutes. There were no adverse consequences for the patient. Additional information was received: yes it was on tissue. The surgeon had to manipulate the jaws to remove the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.